Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.